Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button had been intermittently unresponsive for two to three weeks. The patient claimed to have noticed this issue during a cartridge change as she was trying to rewind the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a q-tip. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed that the down button responded intermittently. All other buttons respond properly. There was no visible damage to keypad. The keypad was removed and contamination found under the down, up, and contrast contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.